Event description:
During a laparoscopic pancreatectomy/splenectomy, once the splenic artery was dissected, a cutting stapler was fired.stapler misfired but fortunately did not cut. Stapler manually reset and surgeon changed to a different brand of stapler to complete the procedure.